Manufacturer narrative:
The field service engineer (fse) performed a routine system check which passed within instrument specifications. The fse also performed a high sensitivity system check which failed due to high outliers. The fse removed the analytical module and cleaned various areas. The fse noted the wash wheel had a buffer spill and dirty bearings. The fse cleaned the spill and replaced the wash wheel bearings. The fse also performed the necessary incubator belt alignments and calibration, replaced the main pipettor probe tip and verified the transducer voltage; no issues were noted. Another high sensitivity system check was performed, however it failed to pass again due to outliers on both portions of system check. The fse then replaced the aspirate probes and associated peristaltic pump tubing. The washed portion of system check was performed which passed within specifications. Another high sensitivity system check was performed which passed within instrument specifications. Assay quality control (qc) was performed which passed within the laboratory's established ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the aspirate probes and peristaltic pump tubing, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported falsely elevated troponin I (access® accutni¿) results, for 21 patients, involving the access® 2 immunoassay system. The customer stated the elevated results were released from the laboratory. The customer stated one of the patients received a consultation from the cardiologist. There was no report of patient injury or change in patient treatment associated with this event. The customer stated results of >0.04 ng/ml are automatically retested on both analyzers. Subsequent testing of the patients' samples, on an alternate access® 2 system, generated lower results. The patients' samples were collected in 3 ml lithium heparin plasma tube with gel and centrifuged at a high speed (rotations per minute) between 4-7 minutes. Quality control (qc) was passing within the laboratory's expectation but lower levels were elevated at midnight, on the day of the event. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.